Manufacturer narrative:
Investigation summary: two photos were provided to our quality team for investigation. Through visual inspection, the thumb press is observed to be broken, there is no evidence in the photos provided that the tip is damaged or defective. A device history review was performed for reported lot 2102079, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issues. Ten retained samples of the same lot were used for additional evaluation. The product was visually inspected and there was no damage or defects observed on the tip or thumb press of any of the syringes. The areas where pieces move within the manufacturing equipment are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verification testing. All results were reviewed for lot 2102079 and found to be within specification. Tip and thread verification testing was also performed on the retained samples and all results were verified to be within specification. While we could not identify a direct issue, it was determined the broken thumb press was likely caused as a result of the product jamming within the manufacturing equipment. We have notified manufacturing personnel of this incident to increase awareness of this matter. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe experienced broken/damaged plunger rod, and a tip/luer of syringe that broke off. The following information was provided by the initial reporter: we had some problems with 50ml syringes. In fact, during use, one of the syringes broke at the luer lock tip and another syringe broke at the plunger.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe experienced broken/damaged plunger rod, and a tip/luer of syringe that broke off. The following information was provided by the initial reporter: we had some problems with 50ml syringes. In fact, during use, one of the syringes broke at the luer lock tip and another syringe broke at the plunger.